Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure is part of (b)():the cas procedure was performed on (B)(6), 2013. The patient seized during a CT of the head for stroke like symptoms. The patient was initially sedated and could not be evaluated. The patient was admitted for further evaluation. As of (B)(6), 2013 the patient is doing well and is almost fully recovered. The patient will remain in the hospital for another week for rehab. Please reference MDR 2183870-2013-00158 for the protege rx used in this procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.